Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the display issue was caused by a faulty power switch. However, the specific cause of the faulty power switch could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had connection issues, when connected receives blurry image during maintenance. Upon inspection and evaluation, power switch cannot push back, it was in on condition. This is due to a defective power switch and distorted image coming on monitor screen with 190 series scopes (image is not visible). This is due to faulty low-voltage differential signaling (lvds) printed circuit board (pcb). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿connection issues and blurry image¿ was confirmed. The following findings were also noted during device evaluation: dust inside the unit needed to clean, net spacer found damage, foot found deformed, and blurry image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.